Manufacturer narrative:
Device analysis for ins (B)(4) revealed no significant anomaly. The battery was at normal end of life. Telemetry and output okay. The ins was received with the battery status at eos. A longevity estimate was done based on the programmed parameters from the initial review of the ins when it was received for analysis. The longevity estimate is 2.83 months to eri and 5.83 months to eos. According to the trace report, eri occurred at 5.06 months (10-mar-2015 to 11-aug-2015) and eos occurred at 7.79 months years (10-mar-2015 to 02-nov-2015). Based on the parameters received, the ins experienced normal battery depletion.

Manufacturer narrative:
(B)(4)

Event description:
The health care provider (hcp) reported via the company representative (rep) that premature battery depletion occurred, reason was unknown. Reprogramming was tried. Elective replacement indicator (eri) information occurred after 8 months of ins work. The implantable neurostimulator (ins) was replaced and the issue was resolved. The rep further reported that a 2x4 lead was used. The device settings were: 9.7v, 80hz, 270ms, cycling off. Program 1 electrodes were 4+, 5-, 6+. No electrodes were out of range. Eri status occurred in november 2015 and end of service (eos) status occurred in (B)(6) 2015. The lead was also replaced to a 5-6-5 surgical lead. The patient was doing well and therapy was effective. If additional information is received, a follow up report will be sent.